Manufacturer narrative:
Please note that this MDR MFR report #: was previously submitted as 3005529799-2018-01003 to the FDA on 15feb2018; it was resubmitted per request by the FDA MDR data systems team representative. On (B)(6) 2016, an fse was dispatched to the customer site for further evaluation of the instrument involved in the reported event. Fse found that there was an issue with the pick up assembly and which was replaced. In addition, the fse ran precision tests and found them to be within acceptable range. No further action was required by the fse. A 13-month complaint and service history review for serial number: (B)(6) was performed. There were no complaints found which were similar to the reported event. The aia-600ii service manual was reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-600ii instrument. The probable cause of the event was a defective pick up assembly. This report is being submitted due to a retrospective review under CAPA-2017-0007.

Event description:
On (B)(6) 2016, the customer reported to the technical support specialist tss), experiencing pick-up failure with their aia-600ii instrument. The customer stated that when opening up the cover she discovered the sample cup was still in the pick-up chuck. Per the advise of the tss, the customer cleaned the rail and confirmed that the pick-up arm ran freely. The customer requested further evaluation of the instrument. No further information was provided by the customer. This event is being reported as the customer was unable to run samples which caused a delay inreporting results for prl, fsh and e2 assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.